Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, after successful catheterization and radiography, the papilla was incised and dilated. After the balloon dilation catheter was placed, the balloon could not be dilated with the pressure pump, and also the balloon could not be deflated. It was also reported that the pressure pump had no effect, could not inflate the balloon, and the pressure pump pumping back had no reaction. The balloon was considered ruptured. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, after successful catheterization and radiography, the papilla was incised and dilated. After the balloon dilation catheter was placed, the balloon could not be dilated with the pressure pump, and also the balloon could not be deflated. It was also reported that the pressure pump had no effect, could not inflate the balloon, and the pressure pump pumping back had no reaction. The balloon was considered ruptured. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: imdrf device code a0402 captures the reportable event of a balloon burst. H11: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual evaluation found no damages. Functional testing found the balloon could be inflated but, was not able to hold pressure due to a pinhole located approximately 22 mm from the device tip. Microscopic inspection confirmed the balloon pinhole. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes that the reported event of balloon burst could not be confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. The returned balloon was inflated without any problem; however, it was not able to hold pressure due to a pinhole located approximately 22 mm from the device tip. It is possible that the pinhole found in the balloon occurred due to procedural factors such as excess pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the pinhole found on the balloon. Therefore, the most probable root cause is adverse event related to procedure.